Event description:
It was reported that the pre soaked swab stick was missing in the foley tray and it had only 2 in the package.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "lack of training". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the pre soaked swab stick was missing in the foley tray and it had only 2 in the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.